Manufacturer narrative:
Device codes 104, 23 removed. Device codes 213, 61 added. Pump data logs showed excessive screen interaction during the alleged fast battery depletion.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery depleted quickly. Customer's blood glucose was 137 mg/dl. Customer reverted to using an alternate method of insulin therapy.